Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00111. It was reported that the left ventricular lead was noted to be dislodged, confirmed by x-ray. The lead was repositioned on (B)(6) 2019. During the procedure the torque wrench was applied but the screw could not be rotated on the implantable cardioverter defibrillator. The problem was persisted after applying another torque wrench. The device was replaced. The physician commented the torque wrench was applied for pulling and inserting of the lead as usual, but the right ventricular lead could not be connected upon re-connecting it. The chronic right atrial, right ventricular and left ventricular lead was connected to the new device. The procedure was completed without any adverse consequences to the patient.